Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected a high out-of-range right ventricular (rv) lead shock impedance measurement. Boston scientific technical services (ts) noted that the shock impedances have been steady and within range with the exception of this one measurement. Ts suspected electromagnetic interference (emi) and recommended isometrics and pocket manipulations. The recommended troubleshooting was performed. The physician has elected to monitor the patient.